Event description:
It was reported that the customer experienced a low blood glucose (bg) level; cause and bg value was not known. Customer consumed carbohydrates to address bg level. Reportedly, the customer sustained a head injury and heartburn. The customer was admitted into the emergency room, subsequently hospitalized. Customer was observed in the hospital and received unspecified medication for the pain of head injury and heart burn. Customer was released from the hospital on october 2nd, 2024 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.